Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent edge was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.